Event description:
It was reported that the patient was experiencing pain at both ipg sites following a fall. Surgical intervention was undertaken wherein both systems were explanted without complications.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.